Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. (B)(4).

Event description:
An operating room materials manager reported that a patient sustained a corneal burn. Additional information received from a company representative indicated that the patient actually sustained a scleral burn. Several attempts have been made to gather additional information, but none has been provided to date.